Event description:
Guarded bovie tip, protective sheath fell off in patient. The short guarded bovie tip came out of neuro cds pack reference number cds985246k lot number 23fmf215. No harm to the patient and the piece was retained. The bovie was replaced and the case continued.